Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated with a bolus from the pump. The customer stated that she had high readings because she could not tell anything on the pump as the sensor feature turned off. The customer stated that she also had unexplained high readings. The customer stated that she changed the infusion set and the start to date did not change. The customer was advised of the edit settings.